Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patients onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue began on (B)(6) 2017 at 08:00 am. It is not known medications the patient takes to manage her diabetes but the reporter stated that the patient did not make any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that on (B)(6) 2017 the patient ¿passed out¿ and was taken to the hospital, however could not specify what treatment was received whilst hospitalized. During troubleshooting the cca noted that it was not the first time the meter had been used and the issue was not resolved by educating the patient on the correct testing procedure. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.